Manufacturer narrative:
The subject otv-s7proh-hd-10e has not been returned to omsc. The subject otv-s7proh-hd-10e will not be returned. The otv-s7proh-hd-10e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). -during a general unspecified procedure, flickering of the endoscopic image was occurred. -the user exchanged the subject otv-s7proh-hd-10e with another otv-s7proh-hd-10e, and completed the procedure. -there was no report of the patient's injury regarding this event.